Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-613-48 t-handle cracked in half. This occurred during a tka procedure, all fragments were retrieved. The case was completed, with no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-613-48 was received for investigation. Visual inspection identified that the c8573-01 t-handle had cracked and split into two pieces, separating from the c8574-01 t-handle shaft. Based on the age and returned condition of the device, a likely cause is attributed to wear and tear damage accumulated over repeated usage.